Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis. Visual inspection showed the tamper seal was missing on the plunger assembly and bottom case; the top case was cracked by the tube holders on both front corners and on the right plunger case; additionally, the pump was missing battery and barrel clamp head. Functional testing involved running the pump through the power-up process and showed that the device had a blank screen and constant alarm. The investigation determined that an issue with the main board not operating as intended was the cause of the reported issue. The main board, interconnect board, plunger cases, top and bottom cases, barrel clamp head, leadscrew and battery were replaced. The pump was re-calibrated. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump displayed a "watchdog failure" alarm. No adverse effects were reported.